Event description:
It was reported that an alarm 2 occurred followed by an alarm 26 related to an occlusion event. The customer's blood glucose (bg) level was 387 mg/dl. Customer changed infusion set and cartridge, resumed insulin delivery, and confirmed no frequent or recurring occlusion issues, so case was closed by technical support.